Manufacturer narrative:
Concomitant medical product(s) - vanguard(tm) femoral distal augment 10mm x 60mm ll/rm, catalog# 184202, lot# 769060. Vanguard (tm) femoral distal augment 10mm x 60mm rl/lm, catalog# 184182, lot# 807910. Biomet splined knee stem 14mm x 120 mm, catalog# 141654, lot# 485730. Vanguard (tm) femoral posterior augment 5mm x 60mm ll/rm, catalog# 184162, lot# 741160. Biomet splined knee stem 10mm x 80mm, catalog# 141610, lot# 298100. Biomet offset tibial tray adaptor 5.0 mm, catalog# 141491, lot# 326010. Vanguard (tm) femoral posterior augment 5mm x 60 mm rl/lm, catalog# 184142, lot# 668770. Biomet series a thin patella 37mm x 8.6 mm, catalog# 184788, lot# 968230,.vanguard (tm) dcm tibial bearing 20mm x 63/67 mm small post, catalog# 183830, lot# 073550. Custom titanium vanguard ssk femoral, catalog# cp113123, lot# 474920. Event is being reported to FDA on eleven medwatches since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 8 of 11 mdrs filed for the same patient (reference 0001825034 - 2017 - 00253 , 0001825034 - 2017 - 00255 , 0001825034 - 2017 - 00257 , 0001825034 - 2017 - 00258, 0001825034 - 2017 - 00259 , 0001825034 - 2017 - 00261, 0001825034 - 2017 - 00262 , 0001825034 - 2017 - 00265 , 0001825034 - 2017 - 00266 ,0001825034 - 2017 - 00267 ).

Event description:
It was reported that the patient was revised due to unknown reasons seven (7) months post implantation.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this device should not have been reported as it was not involved in the event. The initial report was submitted in error and should be voided.